Manufacturer narrative:
(B)(4). (B)(6). Reference: a.a. Ali, r. A. Forrester, p. O'connor, n. J. Harris. (2018). Revision of failed total ankle arthroplasty to a hindfoot fusion. The bone and joint journal. Vol. 100-b (no. 4), pgs. 475-479. Doi:10.1302/0301-620x.100b4. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. - attachment: [journal article revision of failed total ankle arthoplasty to hindfoot fusion 2018.pdf]

Event description:
It was reported in a journal article, that one patient who underwent hindfoot fusion was revised due to subtalar non-union and a broken nail discovered over seventeen (17) months post-operatively.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.